Event description:
Patient reported that the aligners pinch their gums and cause some bleeding, the aligner does not fit properly around the tooth and gum. There was also a blister caused. Then on the upper left, the aligners are cutting into their gums causing pain. Advised patient to attempt warm water tips, if issue still present to try next step aligner.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.